Event description:
Philips received a report regarding a damaged power cord on a v60 unit. While there were no exposed wires or patient involvement, the device failed a critical electrical safety test due to inconsistent ground resistance. Technical analysis suggested that the terminals on either the power cord or the international electrotechnical commission (iec) inlet had become worn through standard use. To resolve the issue and ensure electrical integrity, the power cord was replaced. Following the repair, the unit underwent and passed all required performance verification and electrical safety tests in accordance with philips standards. The investigation confirmed that the device did not meet product specifications at the time of the report due to the faulty power cord. A review of the risk management file categorized this as a reportable malfunction, and all necessary regulatory reports have been submitted. The root cause was identified as wear and tear on the cord terminals, which was fully corrected by the component replacement. The device has been successfully repaired and returned to service. No further action is required at this time; however, the complaint file remains subject to reopening should new information surface. Data from this incident will be utilized for post market surveillance and risk management processes to drive ongoing product quality and safety improvements.